Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a bulging hernia which was possibly inguinal coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by acute pain. It was reported that the patient visited the emergency room approximately four to six weeks prior to the receipt of this report for the acute pain, but it was not reported if the patient was hospitalized for the hernia event. It was reported that the hernia was retractable and that no intervention has been performed for the hernia event, but that a surgical intervention may be needed in the future. It was not reported if peritoneal dialysis therapy was ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.